Manufacturer narrative:
G1: device manufacturer address: the device was manufactured at one of the following facilities: baxter healthcare - (B)(6). Or baxter healthcare - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a split in the patient line of the cassette was reported, which is known to cause this alarm. The cause of the split could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis therapy. During the troubleshooting, it was determined that the patient line was bent in half which caused a slit. Renal therapy services (rts) assisted the caregiver (cg) in removing the cassette and starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.